Manufacturer narrative:
(B)(4). The suspect device was returned to vyaire's factory service for evaluation. The reported event was able to confirmed as the unit displayed e20 error code. The most likely cause of the reported event was due to the main printed circuit board assembly. This issue will be internally investigated within vyaire.

Event description:
It was reported to vyaire medical that the ventilator was alarming "e20" and the fuse within the battery was burnt. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation of the battery. Vyaire medical tested the voltage of the battery, and the results were 12.6v which is within specification. There were no signs of any burnt components during visual inspection.